Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 98 mg/dl. A systems check was performed with tandem technical support, the customer successfully changed the pump suppliest. However, the customer reverted to manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.